Manufacturer narrative:
B3: event date is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had problems with the recharging system for the implanted neurostimulator (ins). The battery of the controller and the recharger were changed but the recharging times are still very long, even though the placement of the antenna was "excellent". For recharging 30% of the ins battery, it lasts 2.2hours. Technical services state that they would expect normally that the recharge duration from empty to full would be about one hour when using the default (fastest) recharge temperature and speed selections with excellent coupling. Therefore, it can be good in this case to investigate this recharging interval times. Charging duration can depend on the following factors: start and end percentage of the ins during the charging session. Please note that in the recharging diary these values are rounded up, quality of the coupling, whether the ins was on during charging and the patient's settings and systems impedances, and the programmed charging speed. No patient harm was reported, the issue has not resolved.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the several rechargers were tried so the problem with the long recharge was due to the location of the ins that was too deep. The issue was resolved, and the patient was correctly doing the recharge. No further information was available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.